Manufacturer narrative:
Pump received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that they were changing the reservoir when they noticed that insulin pump had a cracked on that reservoir part. The customer blood glucose level was 100 mg/dl. The customer was assisted with troubleshooting. Customer stated that there were crack from the reservoir all the way down to insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.